Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a health care professional (physician's assistant). This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had a lot of pain. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for osteoarthritis. Patient called back on (B)(6) 2017 and was in a lot of pain (onset date: (B)(6) 2017). It was reported that there were no further treatments for the patient. Corrective treatment: none for a lot of pain. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who has experienced being in lot of pain after receiving synvisc one injection from the recalled lot. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.

Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from a health care professional (physician's assistant). This case concerns a 78 years old female patient who received treatment with synvisc one injection and on the same day had a lot of pain, increased pain after injection. Also device malfunction was identified for the reported lot number. No past drug was provided. Patient had medical history of arthritis and thyroid disease. Patient had no known drug allergies. Concomitant medication used levothyroxine sodium. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) in both knees for osteoarthritis. On the same day after the injection, patient had a lot of pain, increased pain after injection. Patient called back on (B)(6) 2017 and was in a lot of pain. Patient was advised to rest, ice and use rest, ice, naproxen sodium. Corrective treatment: rest, ice, naproxen sodium (aleve) for a lot of pain, increased pain after injection outcome: recovered for a lot of pain, increased pain after injection a product technical complaint (ptc) was initiated with global ptc number: 51175 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction follow up information was received on 13-feb-2018. Glopbal ptc nuber was added. Additional information was received on 20-feb-2018. Verbatim was updated for the event of a lot of pain, increased pain after injection; onset date updated and corrective treatment added. Medical history added. Concomitant medications added. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 20-feb-2018: the follow-up information received doesnot alter the overall case assessment. This case concerns a patient who has experienced being in lot of pain after receiving synvisc one injection from the recalled lot. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.